Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reclaim assembly tool pull rod is stripped. The threads will not engage into the stem.

Manufacturer narrative:
Conclusion and justification status for MDR: the instrument associated with this report was not returned for examination. A complaint database search against this product code found no trend for failure where wear out and/or inadvertent use error was not a factor. It is possible there was thread damage to the instrument from previous use. The investigation is unable to draw any conclusions or determine root cause without product examination. Corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.